Manufacturer narrative:
This report is associated with gsk case (B)(4), corega tabs bio formula. Corega tabs bio formula is marketed as polident tablets in the us.

Event description:
Accidental ingestion of cleansing tablet. Case description: this case was reported by a non-health professional via other and described the occurrence of accidental ingestion of product in a (B)(6) female patient who received double salt denture cleanser 10791-02-001 (corega tabs bio formula) tablet for oral hygiene. Concurrent medical conditions included dementia. On (B)(6) 2016, the patient started corega tabs bio formula. On an unknown date, an unknown time after starting corega tabs bio formula, the patient experienced accidental ingestion of product. On an unknown date, the outcome of the accidental ingestion of product was unchanged. Additional details, initial report was received mail from chc regulatory manager, she received it from distributor (B)(4) and they received it from non health professional about old dement woman, who presumably ( reporter was not sure) had swollen 1 corega tablet bio formula. The medication error without adverse event presumably occurred (B)(6) 2016. Follow up information received (B)(6) 2016. The patient received the double salt denture cleanser 10791-02-001 (corega tabs bio formula) tablet for denture wearer. On (B)(6) 2016 09:30 the patient experienced accidental device ingestion (serious criteria gsk medically significant). It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs bio formula. The only new fu information received was regarding the marked tick box for the product being a medical device in (B)(6).